Manufacturer narrative:
Samples were serum, no sample issues were noted.customer calibrates ise chemistries and runs qc every 24 hours. A field service engineer (fse) was dispatched: a) the fse ran several calibrations, and performed qc; all analytes performed within range and specifications.a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding incorrect sodium (na), potassium (k), chloride (cl), and calcium (calc) results generated by the unicel® dxc 600 synchron® clinical systems. A) the results were reported out of the lab and questioned by the physician. B) customer reran the original samples and sent corrected results. C) see section b6 for an example of the initial and repeated results.per customer, there has been no impact to patients.